Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, helix extension and retraction difficulties were obtained. Reportedly, the physician did not perform the recommended verification of the fixation mechanical operation prior to implant attempt. After placement, psa measurement were appropriate, but the physician had difficulties to extend the helix. The physician was able to extend it, but the physician did not notice the "typical tension with the stylet." Psa measurement were again performed obtaining inappropriate values. During a repositioning attempt, stylet insertion was irregular, since the stylet "crossed the body lead (through the coil) to the point that the stylet was out of the lead and was exposed at mitral valve level." There was no problem with the pt. Another easyturn stylet was inserted, but it was not possible to retract the screw, after multiple attempts. The lead was then extracted, with the screw extended. Outside of the pt the mechanical operation was checked with difficulties in extending and retracting were reported. Another isoline (B)(4) was subsequently implanted without problems.